Manufacturer narrative:
Concomitant product: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
The pump had ¿intermittent failing¿. Interrogation of the pump showed that the pump motor stalled on (B)(6) 2015 and recovered on (B)(6) 2015. No other alarms were seen. There were no emi interactions. Pump replacement was planned. The manufacturer¿s device registration system indicates that the device was replaced. The device system was delivering baclofen. The patient symptoms and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.